Event description:
It was reported the patient received the following results within 15 minutes: 388 mg/dl and 147 mg/dl.

Manufacturer narrative:
Section d4: the UDI # was corrected based on the returned product.